Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed by the attached picture, which shows that the needle tip was broken off. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is user-related, such as excessive force during needle firing. Dfu-0392-sub-eo warns against the listed uses to help prevent needle breakage and potential patient injury.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, it was reported by an arthrex employee via email that ar-12990n scorpion needle, knee batch 15476962 needle tip broke in patient's knee during a procedure on (B)(6) 2026. This was detected when the attending representative attempted to load the suture onto the scorpion needle on (B)(6) 2026. The fragment was removed from the patient, and the acl reconstruction and meniscus root repair were completed successfully. No harm to patient.